Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10-may-2026, arthrex was notified via email of a case study published in 2012 by arthroscopy, titled ¿single- and double-bundle anterior cruciate ligament reconstruction in patients aged over 50 years¿. The study reviewed fifty (50) patients that underwent primary acl reconstruction with hamstring, using retrobutton device (arthrex, naples, fl). During the 4.4-year follow-up period, three (3) patients experienced extension deficit of 5° postoperatively. Source: ventura, a., et al. (2012). "Single- and double-bundle anterior cruciate ligament reconstruction in patients aged over 50 years." Arthroscopy 28(11): 1702¿1709.